Manufacturer narrative:
Batch review performed on 16 december 2025. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2407781: 90 items manufactured and released on 05-jun-2024. Expiration date: 22-may-2029. No anomalies found related to the problem. To date, 90 items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot 2427288: 60 items manufactured and released on 03-feb-2025. Expiration date: 17-jan-2030. No anomalies found related to the problem. To date, 57 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation. Revision about 1 month from the primary, due a dislocation of the glenosphere from the liner and the cause is unknown. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Root cause: based on the information available, no definitive root cause can be established. There is no indication that the device contributed to the glenosphere dislocation, and the device history review shows no manufacturing-related issues; the event is likely related to insufficient soft tissue tension restoration.

Event description:
At about 1 month from the primary, the patient came in presenting pain due a dislocation of the glenosphere from the liner and the cause is unknown. The surgeon revised from a +0 liner to a +3 liner. The surgery was completed successfully.